Manufacturer narrative:
Medwatch field occupation - the occupation is lay user/patient.

Event description:
The customer's daughter complained of discrepant inr results for 1 patient from coaguchek xs meter serial number (B)(4). The initial result from the meter was 5.7 inr and the repeat result was 4.3 inr. It was asked but not known if the same finger was used for both measurements. There was no allegation of an adverse event. The customer's therapeutic range was 2.0 - 3.0. The customer was not anemic, no heparin, no antiphospholipid antibodies, no direct thrombin inhibitors, and no special diet. The suspect product was requested to be returned for investigation. Relevant retention test strips (lot 286320) were tested in comparison with the current master lot. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable.

Manufacturer narrative:
The customer did not return any materials for investigation. Extensive measurements have shown higher deviations for coaguchek values > 4.5 inr compared to a laboratory method. Therefore, the customer allegation has been substantiated. A product problem has been found for coaguchek values > 4.5 inr, which was the case in this complaint. This can be traced back to the calibration of the complained test strips to the who standard rtf/16. For measurements > 4.5 inr. The customer is advised to contact the physician and perform a measurement with a laboratory method. Roche diagnostics has issued a recall for this issue.